Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog numbers and lot codes of the reported devices were not provided. The devices were reported as an unknown left citation femoral stem and an unknown left v40 lfit femoral head. Based on the limited information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on the left hip on (B)(6) 2011. It alleged the patient sustained injuries as a result of the implanted devices.

Manufacturer narrative:
An event regarding altr involving a citation stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on the left hip on (B)(6) 2011. It alleged the patient sustained injuries as a result of the implanted devices. Update: on (B)(6), 2011, the patient underwent a left total hip arthroplasty and was implanted with a citation tmzf femoral hip stem and a v40 femoral head. She began experiencing irritation and pain in her left hip. It is alleged that she developed a pseudotumor, had necrosis of the gluteus muscles, elevated cobalt level and was revised on (B)(6) 2015 with a pre and postoperative diagnosis of ¿failed left total hip arthroplasty secondary to head and neck corrosion with an adverse local tissue reaction.¿